Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt alarm) has been confirmed. Upon evaluation, there was an open black pulse wire in the trunk cable connector. The cause of the check belt alarms is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt alarms. The pt was issued a replacement electrode belt.